Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when performing coagulation, it was noticed that the device failed to deliver energy. Reportedly, the snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Device problem code 1211 captures the reportable event of snare failed to deliver energy. Investigation results: visual evaluation of the returned device found that the loop and cautery pin was in good condition. Electrical testing was performed and resistance measured at 10.9 ohms, within manufacturing specifications. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when performing coagulation, it was noticed that the device failed to deliver energy. Reportedly, the snare was securely attached to the active cord and there were no visible issues noted with the cautery pin. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.